Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that while inserting the sensation plus 40 cc intra-aortic balloon (iab), the dilator broke off in the sheath. The customer was able to use another sheath and dilator to insert the iab. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The introducer dilator and sheath were returned with the dilator tubing inside the sheath with dried blood on the components. The hub of the dilator was found broken off from the dilator tubing. The dilator tubing was found to have an oversized outer diameter. The sheath was measured and found to be within specification. The evaluation confirms the reported problem. A CAPA was initiated to address the non conformance. Additionally a field action 2248146-07/26/2022-001-ra was initiated to recall the product. Reference complaint #(B)(4).